Event description:
Possible contaminated bausch & lomb solution. Eye infections began in january, and after receiving treatment they went away. Had a total of 4 eye infections. Received treatment at ER once, and other times treated by primary care facility. Diagnosed with eye infections. I have a photo of infected eye. I saved the bausch & lomb solution that I was using as well.